Manufacturer narrative:
As reported, a 5f exoseal vascular closure system deployed the wire loop but not against the vessel wall. The indicator window did not turn black so it wasn't deployed and the who system fell out. There was no reported patient injury. The user was trained to the device. The product was stored and prepped according to the IFU. Additional information was requested but not provided. The device was not returned for evaluation as previously expected. The reported event of "indicator wire-damaged loop" could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue of the loop not anchoring against the vessel wall. However, vessel characteristics and procedural/handling factors are possible. As warned in the instructions for use (IFU), which is not intended as a mitigation, "do not use the exoseal¿ vcd if the device appears damaged or defective in any way." The IFU cautions, "the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program. Additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device." Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure system deployed the wire loop but not against the vessel wall. The indicator window did not turn black so it wasn't deployed and the who system fell out. There was no reported patient injury. Th device is being returned for evaluation.